Event description:
The customer reported that the system intermittently locked up. There was no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo pin connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.